Event description:
It was reported that during the surgery, opened the packing, before used on the patient, noted the battery was with abnormal high temperature. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device pve35a, lot number u93v5m, and no non-conformances were identified. Manufacturing date: 03/28/2020 expiration date: 02/28/2023.